Event description:
There have been multiple reports of issues with IV piggyback (ivpb) infusing into the main bag instead of the patient - using baxter secondary ivpb tubing with carefusion primary set. There has been training and this may be an education issue but the nurses state it is tubing issue.